Event description:
It was reported that a pump declared alarm 20 during the loading process. There was no reported impact to the customer¿s blood glucose level. The customer successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy. A replacement cartridge was sent to the customer.